Manufacturer narrative:
During the eval of the device at the MFR's service center, the tubing connected to the exhalation valve port was found to be loose causing the low pressures. The device's tubing was reattached to correct this issue.

Event description:
The MFR rec'd info alleging a ventilator was not delivering pressure. There was no harm or injury reported.